Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump stopped working and shut of three hours early leading to under infusion. No adverse patient effects were reported. No additional information is available at this time.